Event description:
The procedure was lsfa atherectomy via contralateral access. Passes were made with the turbohawk device as normal. The turbohawk was removed from the patient and cleaned. When the physician re-inserted the turbohawk, an issue was noticed and device was removed. Another catheter was pulled and case was completed. The turbohawk was received for evaluation. During the evaluation it was found that the drive shaft proximal to the cutter head assembly exhibited a coiled section of a stent of an unknown make/model. This condition has been observed when the turbohawk device is advanced through a deployed stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, including cine images of the affected stent. Should it become available, a supplemental report will be submitted.